Manufacturer narrative:
Additional information: h3, h6 and h10. The device was received for evaluation. A visual inspection with the naked eye and magnification observed a pin hole in the tubing near the connector on the heater line. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed and identified a leak at the location of the pin hole in the tubing. The reported condition of leak was verified. The cause of the leak was a pin hole in the tubing. The cause of the hole in the tubing was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a fluid leak involving a homechoice cassette, which resulted in peritonitis. The patient was connected during the time of the event. It was reported that fluid leaked from the heater line onto the device and the floor during an unknown process step. The patient reported the leak was caused by a ¿small pinhole in the heater line¿. Subsequently the patient developed ¿mild¿ peritonitis. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this report, the patient continued with treatment and the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.